Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the patient completed the third cycle of chemotherapy and during the maintenance of the catheter, the upper arm was found swollen. The patient who was intravenously injected with saline had a tingling sensation. It was suspected that the catheter leaked, and then the catheter was disconnected and automatically fell off.

Event description:
It was reported that when the patient completed the third cycle of chemotherapy and during the maintenance of the catheter, the upper arm was found swollen. The patient who was intravenously injected with saline had a tingling sensation. It was suspected that the catheter leaked, and then the catheter was disconnected and automatically fell off.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. One 4 fr groshong nxt catheter was returned for investigation. Use residue was present throughout the sample. A complete break was present near the 35 cm depth marker. The sample was returned with a printed letter indicating pn:7617405 and ln:rebt0221.one photograph of the product label and one photograph of a radiographic image were also provided for investigation. The product code and lot number on the label were 7617405 and rebt0221, respectively. The radiographic image shows the presence of what is consistent with a groshong PICC; however, where the catheter was damaged could not be determined from the image. Microscopic observation of the break revealed rough and granular surfaces. The surfaces were also observed to be uneven. The catheter shape was slightly oval which suggest it may have experienced compression during use. Placement location and catheter kinking may have contributed to the break in the catheter; however, the exact cause is unknown. The product IFU states, "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s)" and "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was inconclusive due to the sample condition. One photograph of the product label and one photograph of a radiographic image were provided for investigation. The product code and lot number on the label were 7617405 and rebt0221, respectively. The radiographic image shows the presence of what is consistent with a groshong PICC; however, it could not be determined from the image if and where the catheter was damaged. A lot history review (lhr) of rebt0221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the patient completed the third cycle of chemotherapy and during the maintenance of the catheter, the upper arm was found swollen. The patient who was intravenously injected with saline had a tingling sensation. It was suspected that the catheter leaked, and then the catheter was disconnected and automatically fell off.